Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3; reference MFR report: 1627487-2019-03083, 1627487-2019-03085. It was reported that the patient has been experiencing ineffective stimulation that began approximately two years ago. Surgical intervention may occur to address the issue.